Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl, and diabetic ketoacidosis, gastritis, nausea, dehydration, and a mild heart attack. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined a system check with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, fluids of saline, and unspecified pain and nausea medicine. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.